Event description:
When doctor pulled the catheter out from ureteral, the catheter was broken into two pieces. Additional information provided (B)(4) 2013: the catheter broke from tip to breakpoint (approximately 5cm). The physician used cystoscope to insert the device into patient's ureteral but at that time the device broke. Almost 5cm catheter is indwelling inside the patient's ureteral. The physician used ureteroscopy and retrieval forceps to remove the broken catheter from patient's ureteral. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is still under investigation.